Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was evidence of third-party parts and adhesive and was unable to presume the impact of third-party repair on the event. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to mechanical stress applied by repeated use. The event can be detected by following the instructions for use (IFU) which state: operation manual states the following, the event is detectable at inspection prior to use. 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the forceps could not be inserted or removed. Due diligence was performed for this event. However, the customer has not responded and no additional information, including the impact on any patient is available at this time.

Event description:
Addendum (B)(6) 2022: upon evaluation of the device, it was observed that some of the forceps elevator wires were raised due to being frayed. This is a reportable malfunction. The issue of the forceps elevator unable to be moved up or down was not duplicated, but it could happen sporadically.

Manufacturer narrative:
The device is returned and evaluated. This supplemental report is being submitted to provide this information. The device is returned, and an evaluation completed for it. Upon evaluation of the device, it was observed that some of the forceps elevator wires were raised due to being frayed. The issue of the forceps elevator unable to be moved up or down was not duplicated, but it could happen sporadically. Other observations for the device are: distal end cement is porous and leaky; device has several modifications by third party entity such as distal end and all channels, charge couple device (ccd) sensor, contact pins of electrical connector (el-connector, bending rubber cover, gluing plus thread winding replacement, forceps elevator knob, and connecting tube replacement; universal cord unit has wrinkles; switch 1 button rubber has wear and tear; ccd-cover lens is scratched; insulation distal end resistance is out of specification; and angulations are out of specifications. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.